Event description:
Two g7 sensors failed out of a shipment of six. Both read incorrect low, then completely failed. Forest sensor read low twice, then failed. I treated the low the first time and caused my blood sugar to be very high. The second time I did a finger stick, sensor read 45, finger stick read 118. Second sensor failed on warmup. Device code: 2460. Patient code: 1905. Reference report: mw5182511.